Manufacturer narrative:
Visual inspection indicated the presence of burnishing on several faces of the nut suggesting that it could have been rotated in the wrong direction with another instrument. The device was found to be functionally acceptable. The event was not confirmed. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there were no similar reported complaints for the same lot number.

Event description:
I was reported that during the surgery procedure, surgeon was not able to assemble the offset adapter to the revision component because the bolt was blocked. It was not possible to unlock it. Surgeon had immediately used a new offset adapter without any delay or adverse consequence for the patient.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that during the surgery procedure, surgeon was not able to assemble the offset adapter to the revision component because the bolt was blocked. It was not possible to unlock it. Surgeon had immediately used a new offset adapter without any delay or adverse consequence for the patient.